Event description:
The physician intended to deliver a 2.25 mm diameter x 30 mm length integrity rapid exchange (rx) coronary stent through a previously deployed other brand stent in the diagonal artery. The target lesion in the proximal lad exhibited severe calcification and 75% stenosis. The lesion was pre-dilated using a sprinter legend balloon at 16 atms for 3 inflations with no residual stenosis remaining, however, a coronary artery dissection occurred. The integrity stent was damaged during the attempted delivery and force was used in an effort to remove the device. No abnormalities were noted during device inspection prior to use. The dissection was treated using an other brand bare metal stent. Patient status post procedure was reported as ok and no clinical sequelae were reported. Reference MFR report numbers 9612164-2011-01559 <(>&<)> 9612164-2011-01560. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The 1st distal stent segment was raised and deformed. The distal tip was damaged.

Manufacturer narrative:
Results: failure to follow instructions (force used to retract the device). Patient's condition affected effectiveness of device (severe calcification). Related to another drug/device (device attempted to be delivered through a previously implanted stent). Conclusions: another device caused failure (device attempted to be delivered through a previously implanted stent). Device failure/lack of effectiveness related to patient condition (severe calcification). User error contributed to event (force used to retract the device). (B)(4).